Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to readings obtained on an adc meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms described as "felt an acceleration in their heart rate as if they have fainted". The customer self-treated with juice. There was no report of death or permanent impairment associated with this event. Reportedly, an adc device reading of 117 mg/l was compared to a reading of 37 mg/dl obtained on an adc meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. It is unknown when these readings were obtained in relation to the reported medical event.